Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one (opened, unused) sample submitted with this complaint. The syringe barrel was visually inspected for damage in the luer lock tip. Per procedure, the luer lock tip was broken/damaged and missing. The luer tip was broken (some sort of force was applied to the tip) and subsequently the tip is missing. No luer tip was found in the returned sample. The reported condition is confirmed. The exact root cause could not be determined based on available information. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, looking for visual defects, including cracked, broken or malformed components on syringe. The lot met all defined acceptance requirements and was released. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The customer states: the nurse tried to connect a blunt needle to the syringe and noticed there is no male end on the luer lock portion. The male end is completely missing. Based on the investigation results performed, the luer lock tip was missing to being broken/damaged.